Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the ventricular channel. Further testing was performed, and it was confirmed that the noise was reproducible. The patient stated that since this device was implanted, no therapy has been required or delivered by it; therefore, they do not wish to continue with the system. The field representative stated that the patient was referred to another healthcare facility for evaluation of the next steps. No adverse patient effects were reported. This device system remains in service.